Manufacturer narrative:
This incident occurred outside the united states. Info contain within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 423 mg/dl on (B) (6) 2010 due to the infusion set. The pt bolused through the infusion device and blood glucose levels remained elevated. The pt changed the infusion set and bolused through the infusion device and blood glucose levels decreased. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.